Event description:
It was reported that an ilet device did not charge when placed on the charging pad, with the user noting progressively longer charge times in the prior week and no indicator light observed on the pad when tested with two separate ilet devices. Symptoms included no clinical effects. Outcomes included no impact to health or need for medical care. Investigation included guided troubleshooting over the phone, confirmation of lack of charging indicator on the pad, and shipment of replacement supplies along with education on charging practices. Investigation of this case revealed a suspected charger or charging pad malfunction resulting in failure to transfer power and no charge state change on the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging component.